Event description:
It was reported that the patient experienced four syncopal episodes. The patient appeared to be symptomatic when testing. Also, when they are not in normal sinus, their rate is low and they do not feel well. It appeared that they were getting dropped beats when mode switching. The implantable pulse generator (ipg) was reprogrammed and remains in use. The nurse indicated that the reprogramming seemed to have resolved the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).